Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via fluoroscopy. As a result, the patient underwent surgical intervention during which the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. The lead was returned complete with instrumentation damage to the lead body at 10.5cm distal to the stimulation end. The instrumentation damage was due to the explant procedure. The lead was functionally tested and passed all testing.